Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was secured in the handle slot, was rolled in the handle assembly, but it was kinked. The slack was removed properly and the crimp was present on the tripwire. The suture loop was attached to the trip wire. Additionally, the device was returned without the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The tripwire kink is related to handling and manipulation during the set up of the device when the slack was pulled or when the device was released from the endoscope. Additionally the suture attached to the trip wire could be related to the deployment activity when the handle was actuated and the bands were completely released. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band could not be fired. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Reportedly, further information stated; the slack was not removed after the device was attached to the trip wire, the trip wire was not secured in the handle slot and the ligator shrink wrap was removed earlier in the setup process, which are not described within the instructions for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band could not be fired. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Reportedly, further information stated; the slack was not removed after the device was attached to the trip wire, the trip wire was not secured in the handle slot and the ligator shrink wrap was removed earlier in the setup process, which are not described within the instructions for use. There were no patient complications reported as a result of this event.